Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error alarm on the insulin pump and it lost its sensitivity.

Manufacturer narrative:
The insulin pump was received with intermittent up button response due to flattened button dome switch. No button error alarm noted during our testing. The lcd board was inspected and no anomaly was noted. The insulin pump had minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked belt clip slot.